Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump touch screen was "glitching". Additionally, it was reported that the pump touchscreen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.